Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized. The customer was to order more supplies from the distributor and did not provide further information regarding the hospitalization at the time of the report. Upon follow-up, the customer reported that the hospitalization was partially due to the pump and it was being worn at the time of the event. The contact declined to provide further information.